Event description:
A report was receive that prior completing an MRI procedure the patient was experiencing heating at the ipg site. It was also noted that the patient had leg weakness. The patient was prescribed with steroids.

Manufacturer narrative:
Additional information was received that the physician does not feel leg weakness was related to scs.

Event description:
A report was receive that prior completing an MRI procedure the patient was experiencing heating at the ipg site. It was also noted that the patient had leg weakness. The patient was prescribed with steroids.